Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance, the customer noticed the stopper of the tube was split. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo shows a cap with a vertical split down its side. Additionally, 100 retained samples were visually inspected and did not exhibit instances of damaged caps. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: split on product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ ii advance, the customer noticed the stopper of the tube was split. There was no health impact or consequence reported.